Event description:
It was reported the physician was performing an ercp. The physician was utilizing the profile polypectomy snare in order to remove an existing plastic stent within a biliary tree. The physician positioned the loop of the snare around the plastic stent as desired and began to pull on the stent, to remove it from the duct. At this point, the distal loop of this profile snare detached. The detached loop was retrieved with some difficulty, however there was no adverse effect to this patient. Another snare was used to successfully complete the procedure. There were no patient complications involved. The device has been received, evalauted and retained by this manufacturer. Engineering evaluation indicated to visual evaluation found the snare loop was detached from the coupling. The coupling was still attached to the cable. The coupling was crimped at both ends to restrain the loop and the cable. The wires at the end of the loop were frayed on both sides of the cut end. One side of the loop was kinked 2 cm from the cut end of the loop. The cable was bent 11.5 cm distal to the handle. The sheath was bent 0.5 cm proximal to the tip. The handle functioned as intended. Based on the engineering evaluation, this device displayed characteristics consistent with excessive force during use. Co believes user technique may have been contributing factor to this event. However, co is unable to determine the exact cause of this event. Labeling for this product states: "profile polypectomy snares are indicated for use in the removal and cauterization of diminutive polyps, sessile polyps and pedunculated polyps." The user was utilizing the snare to remove a plastic drainage stent.